Manufacturer narrative:
DHR review could not be performed due to unknown batch #. Sample evaluation: one photo of a single 3ml assembled syringe was received by bd (B)(4) and evaluated. The syringe was loose without a package with shielded needle attached. At least 2 brown fm spots were observed on the barrel ¿ 1 near the flange and 1 on the luer collar. This type of fm has been observed in the past and is most likely embedded. The foreign matter observed is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen on a bd luer-lok¿ syringe bd precisionglide¿ needle before use. There was no report of injury or medical interventions.